Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded foreign body') in an adult female patient who had essure (batch no. 626980-left, 627430-right) inserted for female sterilisation. The patient's medical history included multiparous. Concurrent conditions included endometrial polyp, uterine bleeding, endometriosis externa and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy bilateral, resectoscopic polypectomy with myosure, d and c, laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2019: heterogeneous nodular aspect of the endometrial stripe in the fundal aspect of the endometrial cavity. Cannot rule out endometrial polyp. The right and left ovary appeared normal. Lot number: 626980 manufacturing date: 2008-04 expiration date: 2010-04. Lot number: 627430 manufacturing date: 2008-06 expiration date: 2010-06. Most recent follow-up information incorporated above includes: on 18-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded foreign body') in an adult female patient who had essure (batch no. 626980-left, 627430-right) inserted for female sterilisation. The patient's medical history included multiparous. Concurrent conditions included endometrial polyp, uterine bleeding, endometriosis externa and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy bilateral, resectoscopic polypectomy with myosure, d and c, laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis in (B)(6) 2019: heterogeneous nodular aspect of the endometrial stripe in the fundal aspect of the endometrial cavity. Cannot rule out endometrial polyp. The right and left ovary appeared normal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.